Manufacturer narrative:
(B)(4).

Event description:
It was reported that a continuous increase in pacing lead impedance and increase in capture threshold was observed. Patient was asymptomatic. Lead fracture was suspected. Lead was explanted and replaced. Patient's condition was good post-procedure.